Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Could not remove tampon from vagina [foreign body in reproductive tract]. Could not remove tampon, string missing [complication of device removal]. Missing string - tampon [device physical property issue]. Case description: consumer reported via e-mail that tampon was missing the string and she could not remove tampon. No serious injury reported.